Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient could not achieve a charge greater than 50%, and the wireless recharger began to warm after approximately 35 minutes of charging. The patient also became symptomatic with counting, which affected the recharging experience. During the call, the representative noted that the patient's therapy intermittently turned off. It was observed that the device was "holding ten different charges ," with one charge at 30-50% and the other nine at 0%, possibly due to a poor connection. The patient had more tissue at the implant site on the chest, and it was found that placing the recharger slightly lower improved coupling. The representative had a spare charger in their car and successfully paired it with the patient's handset, following the agent's guidance. The patient routinely recharges until 100% is reached, and the agent reviewed recharging information, including the benefits of charging more frequently or taking breaks to allow the recharger to cool down. The patient was using a higher charging speed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.